Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) results for one patient on their e601 analyzer. On (B)(6) 2013, the patient had a sample tested and the tpsa result was 9.83 ug/l. Based on this result, the general physician sent the patient to an urologist. On (B)(6) 2013, the urologist requested a new blood sample taken. The result of the new blood sample was 0.108 ug/l and it was reported outside the laboratory. The urologist requested both sample be repeated. On (B)(6) 2013, the first sample's repeat result was 9.43 ug/l. The second sample's repeat result was 8.71 ug/l. The result of 8.71 was assumed to be the correct result for the second sample. The patient was not adversely affected by this event. The tpsa reagent lot number was 171687. The expiration date was requested but not provided. There were no bubbles or fibers found in the questionable sample. The alarm traced did not show any relevant messages at the time of the event. The root cause could not be identified with the information provided.

Manufacturer narrative:
This event occurred in (B)(6).